Event description:
It was reported that during a bowel resection procedure, the stapler failed to fire. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Nicked knife the analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed and the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.